Event description:
Caller reported a cartridge alarm 20 but there was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer was informed that they would receive a replacement pump with updated software and that they should return the problematic pump within 10 days to avoid charges. The customer understood the instructions on storage mode and returning the pump, and they were also advised on setting up the replacement pump and connecting their cgm.